Event description:
A patient is pursuing a product liability claim. It was reported that on (B)(6) 2013 patient was implanted an unk hip device on unk hip side which was the 3rd revision for the patient. It is also reported that the patient experienced pain again. A revision surgery has not been performed yet.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer gmbh winterthur legal dept is well trained and passes all info concerning the case to our complaint handling dept. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. As soon as supplemental becomes available an updated report will be submitted. (B)(4).